Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased threshold measurements of 3.2 and high out of range pacing impedance measurements of greater than 2000 ohms. It was noted that review of the trend data shows a pattern of the rv lead and pacemaker have had impedances over 2000 ohms over the last year. The patient is not pacemaker dependent and paces only 16 percent in the rv. Boston scientific technical services (ts) was consulted for guidance on managing these measurements. Ts discussed that since it's been this way for at least a year it would not unreasonable to continue to monitor the patient. The cause of the increase to the threshold and impedance measurements is unknown and the physician has opted to continue to monitor the patient as discussed. The rv lead and pacemaker remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the high out of range pacing impedance measurements and continued to occur. There was also oversesnsing of noise on the rv channel which led to pacing inhibition. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and successfully replaced. The pacemaker remained in service and no additional adverse patient effects were reported.